Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was not impacted. Customer was educated to not be connected to the pump during the fill tubing process and to consult with a healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.